Manufacturer narrative:
Investigation is ongoing. Device not returned

Event description:
A report was received by edwards implant patient registry approximately 2 months and 8 days post implant of a 20mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u and no IFU/training deficiencies were identified. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks associated with the use of the thv, delivery system, and/or accessories include: device explants. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedure care. The benefits of the device outweigh the risks associated with unacceptable hemodynamics resulting in decreased exercise tolerance. The complaint for "valve requires intervention - unknown mechanism of failure" was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. As reported, "the s3 valve failed. A valve in valve was performed to retreat the valve. However, no details on malfunction of the valve and why the patient got another was provided." Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.